Event description:
As reported by the edwards field clinical specialist (fcs), during preparation for the transfemoral transcatheter aortic valve replacement (tavr) procedure, the rf3 balloon was reported to have ruptured during sizing. Per report, the balloon did not come into contact with the patient.

Manufacturer narrative:
Additional information provided by the edwards clinical specialist indicated that the balloon started leaking as it was sitting on the gauge and it was being inflated. Furthermore, the balloon only had about 14cc of saline and did not touch the gauge. There was nothing sharp noticed on the crimper and/or the balloon prior to the burst. The same crimper was used for the preparation of the following device without any complications. The rf3 delivery system was returned to edwards for evaluation. The device was evaluated via visual and dimensional inspection. Visual inspection revealed a longitudinal tear along the length of the balloon. Under microscope the team was able to observe multiple instances of balloon damage (i.e. Stretched material and marks along the same radius/circumference of the balloon). Balloon double wall thickness was measured and found to be within specification. A device history record (DHR) review for the delivery device was performed. The affected device work orders and pv testing were evaluated and did not reveal any issues during manufacturing that could be related to the event. Review of the complaint history revealed two (2) similar confirmed complaints of balloon burst during prep. There were no manufacturing non-conformances found on the returned device. The balloon component is 100% visually inspected for defects, burst pressure tested, and 100% dimensionally inspected during the manufacturing process, which makes it highly unlikely that, a damaged or out of specification balloon component is the root cause. Additionally, the balloon is inflated to ensure proper size, inspected for mechanical damage, and the device is leak tested after the balloon is pleated and folded. This makes it highly unlikely that a pre-existing pin hole on the balloon could have caused a rupture. The complaint was confirmed, but there is insufficient information available to determine the cause for the observed event. Available information suggests that over-pressurization of the balloon may have caused the reported burst. Although the crimper was not returned for evaluation, there is no evidence to suggest an issue with the balloon gauge (such as flash) on the crimper could have contributed to the burst; this due to the crimper not being an issue when used for the second delivery system. There is no confirmed manufacturing non-conformance or inadequacy in the labeling/IFU which could have resulted in the complaint. No corrective action is required at this time.

Manufacturer narrative:
The rf3 delivery device was returned to edwards lifesciences for evaluation. The complaint was confirmed. Preliminary investigation revealed the balloon burst along its entire length. Under microscope, the team was able to observe multiple instances of balloon damage (i.e stretched material and marks along the same radius/circumference of the balloon). Follow up examination pending.